Manufacturer narrative:
Results - the plate and associated screws show signs of wear that presumably is from the implantation and explantation, but the plate and associated screws had not failed per the user facility report. There is no sign of damage, broken components, nor any indication of product failure.

Event description:
Pt with degenerative joint disease of the first metatarsal underwent surgery for fusion approx 5-6 months ago. Pt developed a nonunion which resulted in pain and discomfort when ambulating. Pt returned to surgery for corrective surgery. Intraoperatively, "the first mpj (metatarsal-phalangeal joint) demonstrated solid fusion, fixation intact. Proximally on the first metatarsal, there was noted to be a nonunion present here. The failed hardware was removed and the nonunion was debrided down to good bleeding, healthy bone on both sides. Bone chips were packed in this area and this was plated in proper alignment with a y plate from orthohelix with associated 3.5mm screws."